Event description:
Suture broke towards end of left anterior cruciate ligament reconstruction. Surgeon tried to flip back the endobutton and pulled down the graft from tibial site, unsuccessful. He then opened up a small incision next to the punctured hole of 2.7mm guide wire, located endobutton and repeated the process of moving back the endobutton and pulling down the graft from tibial site, unsuccessful again. It caused a 2 hour delay.